Manufacturer narrative:
This incident is being reported to the FDA in an abundance of caution. The alleged issue of the irc5po2v stationary concentrator catching on fire has not been confirmed . It cannot be determined if the source was internal or external. There are many unknown factors in this incident, and it is unclear what caused this issue to occur. Invacare has requested the device be returned, and if additional information becomes available a follow up record will be filed.

Event description:
The dealer turned the machine on, and after about 10 min. It caught on fire. He states the fire started inside the concentrator and flames were shooting out of the machine. He immediately unplugged the unit and transported it outside. He states the fire put itself out once outside.

Manufacturer narrative:
This incident is being reported to the FDA in an abundance of caution. The alleged issue of the irc5po2v stationary concentrator catching on fire has not been confirmed . It cannot be determined if the source was internal or external. There are many unknown factors in this incident, and it is unclear what caused this issue to occur. Invacare has requested the device be returned, and if additional information becomes available a follow up record will be filed.

Event description:
The dealer turned the machine on, and after about 10 min. It caught on fire. He states the fire started inside the concentrator and flames were shooting out of the machine. He immediately unplugged the unit and transported it outside. He states the fire put itself out once outside.